Event description:
The test came back positive for covid, but after seeing online that 2 million had been recalled, I went to a hospital for a test, which came back negative. I do not know test unit, low and high range. FDA safety report ID# (B)(4).